Event description:
It was reported this catheter was placed for an abscess drainage procedure in the pelvis. Three weeks later prior to scheduled removal of the catheter, fluoroscopic examination revealed it was broken in two places. After the proximal end of the catheter was removed the remaining two pieces were removed with forceps. Another drainage catheter was placed and the pt's condition is good. This device was received, evaluated and retained by this MFR. The engineering evaluation indicated the catheter was returned in four separate sections. The first break point on the unit was located approx. 3 centimeters from the distal end. The second break point was located 6 centimeters proximal to the first break point. The extrusion was cut directly below the shrink of the catheter. A longitudinal split located at the distal suture hole and extending proximally to the proximal suture hole appears to have facilitated the breakage of the extrusion. Microscopic examination of the points of break indicated the edges were smooth. No indications of material degradation were detected. This device displayed smooth edges at the break sites which is indicative of being cut. The suture may have been tightened too much causing it to cut through the extrusion. Therefore, co believes user technique and/or pt anatomy may have contributed to this event. Directions for use state: "to unlock the pigtail in its position, gently pull the suture until resistance is felt. Holding the suture, rotate the stopcock clockwise exactly 180 degrees with the "key." This will lock the pigtail in its position and still leave the stopcock open for flushing... To remove catheter. Disconnect drainage tube from stopcock, grasp the 10 cm of exposed suture. Rotate the stopcock counterclockwise exactly 180 degrees to the "open" position. Gently withdraw catheter."